Event description:
(B)(4). No serious injury alleged. Malfunction alleged. User's caregiver states the plastic part of the armpad is broken and is kind of sharp. User has not used the chair yet. MDR filed.